Event description:
Event description guidant received information that this pacemaker patient felt dizzy with a pulse rate of 45 to 50 beats per minute upon receiving a cell phone call with the phone positioned near the device. The patient removed the device from their shirt pocket and felt better as their pulse rate increased.

Event description:
Guidant received information that this pacemaker patient felt dizzy with a pulse rate of 45 to 50 beats per minute upon receiving a cell phone call with the phone positioned near the device. The patient removed the device from their shirt pocket and felt better as their pulse rate increased. Guidant technical services informed the patient that it was recommended to keep cell phones at least six inches away from the pacemaker.

Manufacturer narrative:
Four years later the device was explanted and returned and is currently in analysis. When additional information becomes available, this event will be updated. Upon receipt at our post market quality assurance laboratory, initial testing noted multiple resets had occurred either at or post explant. The last reset was a system reset. Additional analysis confirmed normal pacing and sensing functions. A longevity test was performed and it was concluded this device meets specification for normal battery depletion.